Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event associated with an alleged inaccurate delivery issue with the pump. The reporter alleged that the patient¿s blood glucose (bg) was 418 mg/dl, with symptoms of ketones, nausea, and vomiting. Reportedly, 911/emergency protocol was initiated, pump use was discontinued, and the patient was administered unidentified IV fluids. It was reported that there were no pump setting adjustments made by the healthcare provider before or after the alleged event. Customer support reviewed the pump histories and determined that the bolus totals in the bolus history did not match bolus totals in the total daily dose history. This complaint is being reported for alleged hyperglycemic event associated with an alleged inaccurate delivery issue.